Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery (ata). A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 150cm x 2mm x 150mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen and balloon. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. Microscopic examination presented no irregularities that could have contributed to the damage. There was a hole was identified in the inner shaft 1mm from the proximal edge of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery (ata). A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 150cm x 2mm x 150mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.